Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was inconclusive because the entire catheter was not returned for evaluation. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Usage residues were observed throughout the sample. The catheter terminated 6.8cm from the connector. The distal catheter segment, including the valve and tungsten tip was not returned for evaluation. Microscopic inspection of the distal end of the catheter revealed a regularly striated fracture surface, consistent with a sharp instrument cut. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization of the sample. No deficiencies were discovered during evaluation of the returned catheter segment; however, the distal catheter segment was not returned for evaluation. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of rebu1262 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that redness was found on the upper arm of the patient during infusion at the start of the fourth cycle chemotherapy. Then, drug oozed from the puncture site. It was suspected that the catheter had a leakage. Afterwards, some part of the catheter was slowly withdrawn to look for the leaked part. Trimmed the leaked part at the end tail end for continued use.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebu1262 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that redness was found on the upper arm of the patient during infusion at the start of the fourth cycle chemotherapy. Then, drug oozed from the puncture site. It was suspected that the catheter had a leakage. Afterwards, some part of the catheter was slowly withdrawn to look for the leaked part. Trimmed the leaked part at the end tail end for continued use.